Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for urgency frequency. It was reported that the trial patient was hospitalized ¿to empty her bladder¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was also unknown if any interventions/actions were taken to resolve the issue or if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.